Manufacturer narrative:
Product analysis #(B)(4). Post market vigilance (pmv) received one endo gia* 45mm articulating vascular/medium reload opened by the account with the appropriate packaging in an undamaged condition. The product will expire on 2020-10. The visual inspection of the returned product noted the visual inspection of the returned product noted the reload was partially fired with the interlock engaged. The jaws were opened. Staple pushers were visible at the 3 cm cut line indicating the point where the handle compression had stopped. Pmv performed functional testing which included the reload was loaded into a post market vigilance instrument (0153) for functional testing. The interlock was overridden and the reload was then applied to test media. All remaining staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during right hemi liver resection (open procedure), the stapler was not able to fire. The surgeon was not able to squeeze the handle. But for the second reload stapler was able to fire. There was no reinforcement material used in conjunction with the stapling device. No injury to the patient . Patient status: alive - no injury.